Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, but was unable to identify any table malfunction. The technician was told the table lowered slightly near the head section uncommanded. There was no sound of the table's motor or pump and thus was considered to be an unpowered movement. Drifting is considered to be a recoverable condition. If the table does experience a drift the correct method is to re-energize the hydraulic system by turning on the hand control and repeating the desired movement/articulation. The technician tested the table with and without a 300+ lb. Weighted load to monitor the table's functions and articulations. The reported event was unable to be duplicated and the table remained operating according to specification. No additional issues have since been reported.

Event description:
The user facility reported during a patient procedure their 3085 surgical table tilted without operator intervention. The slow drifting motion was slight and noted by or staff. There were not procedural delays or cancellations and the procedure was successfully completed without further incident. No injuries were reported.